Event description:
My dexcom g7 had a "brief sensor issue" that lasted several hours. My tandem insulin pump was getting false readings that lead to insulin stacking, which cause my blood sugar to crash severely and I almost passed out. I had to clock out of my remote job early and get a note from my endocrinologist to excuse my leaving early. Patient codes: 1912. Device codes: 1535, 3023, 2339. Reference report #mw5175116.

Event description:
Additional information received for mw5175117 on september 17, 2025 to update procode to qfg.